Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, procedure notes were provided and are under review. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported through the clinical study "frits study¿: post procedure complications of "flow diverter in-stent stenosis left" discovered on (B)(6) 2022 during 2-year post procedure follow-up. The event outcome is resolved without sequelae on (B)(6) 2022. Case summary: (B)(6) 2020 (embolization): treatment of a saccular aneurysm located in the left internal carotid artery/cavernous segment. The treatment was performed using a fred reference fred4513 - lot number 190809541 and 6 coils. The permeability of the parent artery at the end of the procedure remains without stenosis. (B)(6) 2020 (discharged): the patient discharged the hospital with an mrs score 0. 6 mfu visit: not done. (B)(6) 2021 (1yfu visit): the neurological evaluation of the patient was mrs score 0. (B)(6) 2022 (2yfu visit): the neurological evaluation of the patient was mrs score 0. (B)(6) 2022 (2y post procedure) sae1: flow diverter in stent stenosis left - according to the description provided by the site, patient was admitted to hospital for endovascular treatment of a slowly progressive aci stenosis in the pcom segment on the left in the dsa controls. The patient clinically reported intermittent numbness of the right arm. Admission findings on admission and discharge: no focal neurological deficits. Nihss 0 points. Mrs 0 points. In terms of clinical impact, the patient was asymptomatic. The action taken for this event was an endovascular treatment ¿mechanical thrombectomy¿ on (B)(6) 2022. Patient was hospitalized (B)(6) 2022. On the ecrf the parent artery permeability at 12 mfu (dsa) <50% at 24 mfu >50% stenosis (dsa) and it notes the ae is certain related to device. Patient re-treatment note dated (B)(6) 2022 indicates: aneurysm diagnosis: incidental finding. Pre- procedure neurological evaluation: patient was mrs=0. Antiplatelet therapy: platelet function test was performed and showed no resistance. Xray findings (B)(6) 2022 - intervent head/neck vessels - stenosis l indication treatment of a paraophthalmic aneurysm of the left aci was performed on (B)(6) 2020. Left aci, for which a fred flow diverter was installed, where the controls showed that a kink stenosis had formed at the distal end of the stent. The patient was treated for this kink stenosis. Stent pta with pre-dilation with 2 mm pta balloon was performed on (B)(6) 2022 and stenting with lvis evo 3.5 x 17 mm and post-dilatation with 3.5 mm pta balloon of a kink stenosis at the stent end (fred flowdiverter) via right femoral access and intubation anesthesia. Procedure overview angiography and magnification images showed a satisfactory result with proper deployment of the stent. There were no thromboembolic complications. Performance of a dyna-CT to exclude bleeding complications. Closure of the puncture site with angioseal. The above-mentioned procedure was performed on (B)(6) 2022 without complications. Post-intervention, the patient was transferred to the monitoring ward without any new focal neurological deficits and transferred to the normal ward the following day. The event outcome is resolved without sequelae on (B)(6) 2022. (B)(6) 2023 (3yfu visit): the neurological evaluation of the patient was mrs score 0. Procedural images were requested, however are not available. No further information is available.

Manufacturer narrative:
The device was implanted and therefore not available for return and investigation by the manufacturer. However, procedure notes were provided. Investigation findings: medical report review: a detailed medical report review for complaint (B)(4) dated november 23, 2022, was performed on (B)(6) 2024. As reported in the frits study, post procedure complications of "flow diverter in-stent stenosis left" was discovered on (B)(6) 2022, during a 2-year post procedure follow-up. As reported, the patient is asymptomatic. Action taken for this event was the performance of an endovascular mechanical thrombectomy. Index procedure date was (B)(6) 2022. One hundred- and five-day post-performance of the initial procedure the patient experience the reported ae postoperatively. Pta balloon and performance of a pta at the distal end of the stent was performed. Data reviewed indicates that the lvis evo was responsive, and a 3.5 mm pta balloon was inserted. A pta was performed so that the lvis evo can be properly deployed. The lvis evo deployed without evidence of in-stent stenoses. The overview angiography and magnification images showed a satisfactory result with proper deployment of the stent. Based on the review of data and in medical opinion, a post procedure stent stenosis occurred with the fred flow diverter which was utilized for the treatment of a paraophthalmic aneurysm of the left aci and the relationship to the device cannot be ruled out. No device malfunction was reported as associated with the in-stent stenosis and/or no device malfunction was reported as the cause of the reported in stent stenosis. Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications: possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. Complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration. Distal embolization. Headache. Incomplete aneurysm occlusion. Neurologic deficits including stroke and/or death. Perforation or dissection of the vessel(s). Pseudoaneurysm formation. Rupture or perforation of aneurysm. Transient ischemic attack (tia) or ischemic stroke. Vasospasm. Vessel occlusion. Vessel stenosis or thrombosis. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred system with a .027 inch (0.69 mm) inner diameter headway® 27 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheath into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 7] note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred system positioning is not satisfactory, the fred system implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. [Figure 8]. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate coverage. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 7 mm on each side of the aneurysm neck/target location to ensure appropriate coverage. [Figure 7]. Warning: do not detach the fred system if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred system implant. 21. Caution: carefully watch the fred system implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Investigation conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
No further information was provided.